Event description:
It was reported an angio-seal was selected for use. Initial deployment was correct and successful. The pt was discharged in the morning. The pt had bleeding from the groin. An ambulance was called and the pt was taken to another hospital. The pt was sweating and was in a lot of pain. At the hospital, they found swelling and bruising in the groin measuring 20cm. Manual pressure was applied and then an ice pack was used. The pt was kept in the hospital for three days for further monitoring. Reportedly, the pt is doing fine now.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure of the puncture site and if necessary, monitor pedal pulses. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.